Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was in comm loss with all but one bedside. Rebooting the switches resolved the issue. No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) performed troubleshooting steps, including rebooting the cns and removing one bedside and attempting to re-monitor it. Neither of these successfully solved the issue. Nk ts suggested they reboot the switches. The customer involved the facility's it and said they would call back. During a follow up with the customer, they reported that rebooting the switches resolved issue. The root cause is determined to be the facility's network environment. The most likely cause was an ungraceful exit.

Event description:
The customer reported that the central nurse's station (cns) was in comm loss with all but one bedside.

Manufacturer narrative:
The customer reported that the cns was in comm loss with all but one bedside. Rebooting the system resolved the issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: concomitant medical device: the following devices were used in conjunction with the cns: bsms, model #: bsm-2354a, serial #: ni.

Event description:
The customer reported that the cns was in comm loss with all but one bedside. No patient harm was reported.